Event description:
It was reported that on (B)(6) 2025, a mitraclip device was used for training to the new g5 mitraclip device. During the training, the lock line of the demo device broke. A mitraclip replacement was used to complete training. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock line break. There is no indication of a product issue with respect to manufacture, design, or labeling.